Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within an area of confined abrasion in the exhaust tube of cylinder 1 near the strain relief. Testing revealed this to be a site of leakage. A separation was noted in the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in the exhaust tube of cylinder 1. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the exhaust tube of cylinder 2, on both exhaust tubes and on the inlet tube of the pump. No functional abnormalities were noted with the pump. No visual or functional abnormalities were noted with the reservoir. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could cause the exhaust tube of cylinder 1 to kink onto itself, abrading enough to cause a separation in the tube. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, because the provided information stated that during explant, "tubing pulled on hard, separation occurred," quality concluded that the rough and irregular separation in the exhaust tubing near the strain relief of cylinder 2 most likely occurred during explant. This separation is not associated with the cause of failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4029466.

Event description:
According to the available information, malfunctioning device - possible tubing issue by cylinder. Additional information received stated that during explant, "tubing pulled on hard, separation occurred."